Event description:
Received report of leaking valve of IV set. A pt was having stress testing done. During this procedure, an attempt to give radioactive isotopes resulted in leakage from the one-way valve connection point of the tubing, leading to spray of the pt and room with the isotopes. The room had to be shut down for a chemical spill clean-up. No pt harm reported.

Manufacturer narrative:
Actual sample involved in the incident was not received for analysis. Testing was conducted with the returned sealed samples set up in the manner described by the customer. The distal end male adapter on the returned sealed set from list #6457 was attached to the luer activated valve of the returned sealed list #11482 and the connection was pressure tested for leakage. Hydrostatic pressure testing of the connection revealed no leakage, the reported condition could not be duplicated. Work order documentation was reviewed and no defects of this nature were noted. Retained samples were visually and physically tested and they were both found acceptable. A review of our product surveillance files did not reflect another report for the reference lot number.